Manufacturer narrative:
It was noted that the lead was not available for return. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that during the attempted implant of this left ventricular (lv) lead, placement difficulty was observed. Several attempts were made to place the lead; however, the physician began to feel resistance when trying to place the lead. Additionally, impedance measurements increased to greater than 3000 ohms, and threshold measurements increased. It was suspected that the lead was damaged; therefore, a new lead was implanted. No adverse patient effects were reported.